Event description:
It was reported that (1) hdh05 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the blade stopped working towards the end of the case (test tip worked). All plug in cords and foot pedal were ok. The luke was used. The blade itself on the inner curve is not a perfect circle shape like others. The case was completed by electrocautery.